Manufacturer narrative:
Missing information - patient weight; hospital has been contacted for information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a tear in their driveline in the past. Rescue tape was applied by a vad coordinator on (B)(6) 2019.

Manufacturer narrative:
Manufacture's investigation conclusion: the report of superficial damage to the patient¿s driveline could not be confirmed as no images were submitted for analysis. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 06mar2014. No further information was provided. The manufacturer is closing the file on this event.